Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl. Juice and food were consumed to address the bg level. The customer did not know the cause of the low bg and declined tandem customer technical support's (cts) offer to review the pump data to determine a possible cause of the low bg. The pump declared a malfunction alarm. The bg level was 342 mg/dl and reportedly, an insulin injection was administered to address the high bg. Cts assisted the customer with clearing the alarm.